Event description:
A report was received from (B)(6), stating that the device came apart. It is known that the device was not used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).